Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. B.4, g.3, and h.2 have been updated. Sections b.7 and h.6: component, health effect - impact, type of investigation, investigation findings, and investigation conclusions have been corrected. The event reported is anticipated in the risk management. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided of the patient's anatomy. Calcification and tortuosity were present in the patient's access vessels, and undersized vessels were observed, as 5.5mm minimum is indicated for the use of 14f sheaths. (The patient's access vessel had a 2.7mm minimum luminal diameter, per additional information.) In this case, the difficulty advancing through the sheath and resistance between system components, leading to external iliac artery injury requiring surgical repair could not be confirmed without the returned device or procedural imagery. The available information suggests patient factors (calcification, undersized vessels, and tortuous anatomy) contributed to the reported event. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported through the japanese tavi registry, an external iliac artery (eia) injury was confirmed during a transfemoral aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve. Resistance was encountered during delivery system insertion into the sheath. The field clinical specialist recommended choosing an alternative approach; however, the operator decided to proceed with transfemoral. The external iliac artery (eia) injury was diagnosed by an angiography and a surgical repair was required to treat. The patient recovered.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : the device was discarded in the facility.